Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "fc 810:11." (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure code 810:11. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter on (B)(6) 2011, it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.